Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during surgery, high capture threshold and oversensing was observed on the atrial lead. Lead was explanted and replaced. Patient was stable.